Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, loss of capture and phrenic nerve stimulation were noted on the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead, and further intervention is anticipated. The patient was stable with no adverse consequences.

Event description:
Additional information indicates the left ventricular (lv) lead was successfully explanted and replaced.the patient was stable following the procedure with no adverse consequences.